Event description:
It was reported that prior to placement of a vena cava filter, the marker band dislodged from the dilator while being advanced into the pt and subsequently detached in the soft tissue of the neck between the jugular vain and the pt's skin. The physician believed that the detached marker band would not cause any future complications or issues to the pt; therefore, no attempt will be made to retrieve it. The filter was successfully deployed and the pt was reported to be asymptomatic following the procedure. There was no reported pt injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only complaint reported to date for corporate lot number gfuk1022 for this failure mode. The device was not returned. Images were not provided. The complaint investigation is inconclusive for the reported event. Based upon the available info, the root cause for this event is unk. It is unk if pt and/or procedural factors contributed to this event.